Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "inner sterile package would not come out of outer shell".

Event description:
Company representative reported on behalf of healthcare professional "inner sterile package would not come out of outer shell. When scrub tech was attempting to get inner shell out of outer shell, inner shell became contaminated". Device was not implanted. Surgery was completed with a back up device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: it is not observed because the original packaging does not come. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Company representative reported on behalf of healthcare professional "inner sterile package would not come out of outer shell. When scrub tech was attempting to get inner shell out of outer shell, inner shell became contaminated". Device was not implanted. Surgery was completed with a back up device.